Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the power module was confirmed with the submitted reference photos. The submitted reference photos captured damage to the housing, a deformed pin within the monitor receptacle, and a bent pin in the battery clip. It was noted the internal battery was nearing the expiration date (31oct2021). A root cause that attributed to the damage was not determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The power module was returned to the rental pool. Device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmateii power module (serial # (B)(6) ) was shipped to the customer on (B)(6) 2011. Power module IFU covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU and hm3 IFU have s details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a bent pin in the monitor connector.